Manufacturer narrative:
Other relevant device(s) are: product ID: 310c27, serial/lot #: (B)(4), implant date: (B)(6) 2018, explant date: (B)(6) 2018, ubd: 15-oct-2019, UDI#: (B)(4). Pertains to device serial (B)(4) as no information as to why the device was replaced is known at this time. Without the return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two months post implant of a 27mm mitral bioprosthetic valve, the valve was explanted and replaced with a 29mm mitral bioprosthetic valve for unknown reasons. Subsequently, five days following the replacement, the patient died. The cause of death was not received. It is unknown whether an autopsy was performed.